Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose a-t device after a coronary angioplasty interventional procedure. Reportedly, when the plunger was removed no suture was present. Two more perclose a-t devices were used with the same results. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was a less than thirty minute delay in procedure. The physician is reportedly trained in the use of the perclose a-t device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicated that the posterior cuff miss occurred as the posterior needle was deflected and struck the foot instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment as intended. The posterior cuff miss would result in a failure to retrieve the suture via retracting the plunger. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.